Event description:
Using reprocessed medtronic octopus 4 tissue stabilizer with opcab device tube set, reprocessed by ascent health care solutions, small plastic and metal part fell off when md positioning device on heart. Parts saved and new device opened to replace it.